Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3037, serial # (B)(4), implanted: (B)(6) 2010, product type programmer, patient; product ID 3093-28, lot # v419893, implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type lead; product ID 3093-28, lot # v419893, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was indicated that the current implant was implanted in 2010 and was noted that since initial implant she noticed a shocking sensation when she would pass through security screening devices in stores. The patient reported stimulation in the wrong location. It was reported that starting a week ago prior to the day before the call, patient had felt stimulation/vibrating on her left side. It was indicated that her left side felt real tender, and a numb feeling. The patient felt bruised around incision and sore. It was indicated that patient did not have issue with incision site prior to this. It was also noted that the only fall or trauma patient recently had was very minor. It was noted that patient was on a bike at almost a stop; she leaned over and had to jump off the bike. The patient had to lift her leg up to get over the seat. A follow-up report will be sent if additional information becomes available. This event was also reported under manufacturer report #3004209178-2014-09317.